Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the top case was cracked down from handle. The right plunger case was damaged. During the inspection and flow testing, the reported problem was verified. The root cause of the reported issue was found to be that the plunger lever would not fully retract onto the end of the syringe. The mounting pin on the right plunger case was broken off. Replaced right plunger case. Model# (UDI) and PMA/510k are unknown. No product information has been provided to date.

Event description:
It was reported that there was an error, check clutch/plunger level. No patient injury was reported.